Event description:
Pt noticed distinct cystic swellings in both right and left axillae over a month after treatment, with purulent fluid in one. Diagnosed with an abscess from inflammatory processes. Oral antibiotics were prescribed. Pt also has a tight band on medial aspect of right biceps muscle, expect to resolve over time.

Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met specifications prior to shipment and following al subsequent service activity.